Event description:
It was reported that there was no flow through two (2) large volume infusors. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: device manufacture date: february 19, 2020 - february 20, 2020. H10: the actual devices were not available; however, photographs of the samples were provided for evaluation. Visual inspection was performed on the photograph which showed a deflated bladder (no fluid in the bladder). The photograph suggested a flow condition may have occurred. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.